Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported that in one operation the staff tried out four (4) nl850-1356 in sterile saline prior to use and none of them functioned properly. The facility also tried an old nl850-1412 which also did not function. The nl850-1412 was discarded. Three of the nl850-1356 are available for investigation purposes.